Manufacturer narrative:
Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump had a scratched lcd screen. The customer's blood glucose was unknown. The customer states they are able to read the screen, but it is getting difficult. Advised to disconnect from the insulin pump and to revert to their back-up plan. No further information was reported.